Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and medical examiner were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pulse generator, product ID addr01, implanted: (B)(6) 2012; implantable pacing lead, product ID 5076-45, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5092-52. The lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
A patient implanted with an implantable pulse generator (ipg) system was reported as deceased. Information identified in the manufacture¿s data base indicated the patient died approximately ten months post implant of the ipg system. Follow up with the physician did not report a cause of death however it was reported at the last office visit there were no device or lead issues. A cause of death was requested and not received.